Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed multiple flat spots along the distal shaft. There is a kink to the hypotube 58cm from the distal end of the handle. Microscopic inspection revealed that the tip is slightly flattened. There is a scratch mark along the distal shaft starting at 2mm from the tip and is approximately 7.9cm long. There is blood present in the device. Inspection of the remainder of the device presented no other damage or irregularities. Evaluation conclusion codes was corrected from 67 to 4311.

Event description:
It was reported that the coating might have been peeled off. A 6f long guidezilla ii was selected for use. During procedure, it was noted that the device got stuck in the guiding catheter with no wire entanglement. It was suspected that the coating of the device might have been peeled off due to difficulty crossing. However, it was further reported that the device could not advance but could be retracted. So, the device was simply pulled out from the patient. The procedure was completed with a non-bsc device. No complications reported and patient's condition is good.

Event description:
It was reported that the coating might have been peeled off. A 6f long guidezilla ii was selected for use. During procedure, it was noted that the device got stuck in the guiding catheter with no wire entanglement. It was suspected that the coating of the device might have been peeled off due to difficulty crossing. However, it was further reported that the device could not advance but could be retracted. So, the device was simply pulled out from the patient. The procedure was completed with a non-bsc device. No complications reported and patient's condition is good.

Event description:
It was reported that the coating might have been peeled off. A 6f long guidezilla ii was selected for use. During procedure, it was noted that the device got stuck in the guiding catheter with no wire entanglement. It was suspected that the coating of the device might have been peeled off due to difficulty crossing. However, it was further reported that the device could not advance but could be retracted. So, the device was simply pulled out from the patient. The procedure was completed with a non-bsc device. No complications reported and patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed multiple flat spots along the distal shaft. There is a kink to the hypotube 58cm from the distal end of the handle. Microscopic inspection revealed that the tip is slightly flattened. There is a scratch mark along the distal shaft starting at 2mm from the tip and is approximately 7.9cm long. There is blood present in the device. Inspection of the remainder of the device presented no other damage or irregularities.